Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4: only di provided as lot number is unknown. Additional reporter details: (B)(6).

Event description:
An event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inches reported that leakage from connector. There was patient involvement, but no reported patient harm.

Event description:
There was no drug exposure to patient or healthcare providers. This information was missed on the initial report. This was received on 21jan2026.

Manufacturer narrative:
Correction in b5.